Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. During the procedure, after transeptal puncture and crossing with the watchman fxd curve access system (was) sheath and versacross connect, a thrombus was noted on the interatrial septum. The was sheath was aspirated. The thrombus was monitored on transesophageal echocardiography (tee) and was resolved on its own. The activated clotting time (act) was greater than 400 seconds. A total of 15,000 units of heparin were administrated. There were no patient complications. The device is not expected to be returned for analysis.